Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a ruptured anterior communicating artery aneurysm balloon assisted coiling procedure, the subject coil appeared to be stable during initial coiling and on final angiogram following the treatment. Physician performed a computed tomography hours after treatment and subject coil tail was found protruding from the aneurysm into the a1. A second balloon assisted coil procedure was done to secure the aneurysm. The patient is in critical condition due to pulmonary issues.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The physician reported that significant amount of coil tail protrudes from the aneurysm (after completion of the procedure). There were no reported issues during delivery, placement or detachment and there is no allegation of a device malfunction. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of "undeterminable" was assigned to as reported "main coil protrusion".

Event description:
It was reported that during a ruptured anterior communicating artery aneurysm balloon assisted coiling procedure, the subject coil appeared to be stable during initial coiling and on final angiogram following the treatment. Physician performed a computed tomography hours after treatment and subject coil tail was found protruding from the aneurysm into the a1. A second balloon assisted coil procedure was done to secure the aneurysm. The patient is in critical condition due to pulmonary issues.